Event description:
Left-side capsular contracture, baker grade 3.

Manufacturer narrative:
Sientra complaint (B)(4). Device analysis: d6b, d9, g3, g6, h2, h3, h6, h10. The device was returned intact and functional with some bubbles observed in the gel. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.